Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient (pd) went to the emergency room (ER) due to fluid overload and shortness of breath. Upon further follow, the peritoneal dialysis nurse associated the event with patient's non-compliance towards pd treatment. The patient was transitioned to hemodialysis (hd) indefinitely thereafter. The patient is fully recovered and remains in hd therapy. Additional information was solicited.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the patient¿s shortness of breath and fluid overload and non-compliance with pd treatment. It is unknown how often the patient was compliant or if treatments were not completed or not done at all. There is no documentation to show a causal relationship between the adverse event and the liberty select cycler. Additionally, there is no allegation of a machine malfunction or deficiency reported for this event. Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Should additional relevant information become available, a supplemental report will be submitted.